Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 60 mg/dl and 359 mg/dl. Caller drank a soda with the reading of 60 mg/dl. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.